Event description:
A consumer reported that following intraocular lens (iol) implant surgery, the lens is "making her sick to her stomach". In a f/u with the consumer, she further reported that the nausea is almost continuous, and is triggered in dim light when she sees rings, and she often experiences motion sickness. The consumer also reported having blurry near vision. She stated that her surgeon treated the nausea with medication which alleviated her symptoms. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested on 10/1/2010, 11/5/2010, and 11/8/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).